Manufacturer narrative:
Device is a combination product.

Event description:
(B)(4) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2018, clinical status assessment indicated that patient had ischemia and was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis and was 44mm long with a reference vessel diameter of 2.5mm. Pre-dilatation was performed and placement of a 2.50 x 48mm synergy drug-eluting stent. Following post-dilatation of 0% residual stenosis was noted. However, post deployment of the study stent, there was distal edge dissection of rca (grade a) to the target lesion which was treated with a placement of a 2.25 x 28mm synergy drug-eluting stent. Following post-dilatation of 0% residual stenosis with timi 3 flow was noted. On the same day, the patient was discharged on dual antiplatelet therapy.

Event description:
Evolve 48 clinical study. It was reported that vessel dissection occurred. In (B)(6) 2018, clinical status assessment indicated that patient had ischemia and was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis and was 44mm long with a reference vessel diameter of 2.5mm. Pre-dilatation was performed and placement of a 2.50 x 48mm synergy drug-eluting stent. Following post-dilatation of 0% residual stenosis was noted. However, post deployment of the study stent, there was distal edge dissection of rca (grade a) to the target lesion which was treated with a placement of a 2.25 x 28mm synergy drug-eluting stent. Following post-dilatation of 0% residual stenosis with timi 3 flow was noted. On the same day, the patient was discharged on dual antiplatelet therapy. It was further reported that the target lesion was located in the mid rca extending up to distal rca. The patient wasdischarged on dual antiplatelet therapy. In (B)(6) 2018, baseline angiography revealed 60% side branch stenosis in acute marginal. Post procedure angiography revealed 80% branch percent stenosis in first acute marginal. It was further reported that it was during deployment of the study stent, there was distal edge dissection of rca (grade a) to the target lesion which was treated with a placement of another 2.25 x 28mm synergy drug-eluting stent.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2018, clinical status assessment indicated that patient had ischemia and was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis and was 44mm long with a reference vessel diameter of 2.5mm. Pre-dilatation was performed and placement of a 2.50 x 48mm synergy drug-eluting stent. Following post-dilatation of 0% residual stenosis was noted. However, post deployment of the study stent, there was distal edge dissection of rca (grade a) to the target lesion which was treated with a placement of a 2.25 x 28mm synergy drug-eluting stent. Following post-dilatation of 0% residual stenosis with timi 3 flow was noted. On the same day, the patient was discharged on dual antiplatelet therapy. It was further reported that the target lesion was located in the mid rca extending up to distal rca. In (B)(6) 2018, baseline angiography revealed 60% side branch stenosis in acute marginal. Post procedure angiography revealed 80% branch percent stenosis in first acute marginal.